Event description:
A 6.0mm diameter x 28mm length peripheral biliary flexible stent was used to treat a subclavian stenosis. The target vessel was not predilated 1:1 as outlined in the product IFU. Upon an attempt to position the stent, the physician was unable to cross the lesion. As a result, the stent was dislodged from the delivery balloon. The dislodged stent was successfully snared, and removed from the pt's body. The physician then predilated the vessel and placed another MFR's stent to treat the lesion. The pt is reportedly doing well, and there was no add'l clinical sequelae reported relative to the event.